Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to have excess skin excised from implant site and a new abutment placed. During the procedure the patient was administered intra venous antibiotics. The implanted device remains.